Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump passed the dat test at 0.08720 inches. The pump was received with minor scratched lcd window and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 770 mg/dl. The customer was hospitalized for severe diabetic ketoacidosis. The customer had symptoms such as frequent urination, lethargic, difficulty breathing and thirst. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.